Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because the reported lot number is invalid. A lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause, therefore a corrective action is not applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
As reported by ecri, an anonymous ecri member reported that the safety doesn't engage all the way, so the tip of the needle is still exposed. It will click making you think it's locked and fully over the needle when it isn't. They are also extremely flimsy. The needles feel as if the safety is fully engaged but a small part of the needle remains unsheathed. They also noticed if the safety is pushed further to attempt to engage more, the needle begins to bend.